Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system/memory pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was an electrically damaged transformer, designator t104, which sorted fet transistor, designator q152 causing the power supplies not to function.

Event description:
It was reported that the device was displaying a service icon and had several error codes in memory that indicate a potentially critical failure. There was no pt use associated with the reported event.